Event description:
Internal cardiac defibrillators have been changed out in five patients so far. The reason for the change out has to do with a possible premature battery failure. The date of the procedures are all different. The device numbers are all different. Facilty understand that every ICD has a different number that is unique to it. These events happened because of a safety alert/recall from the manufacuturer. Facility expect other patients to have the switchout in the future. The total number of patients for the hospital is unknown at this time.